Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had just tubes done') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E01915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, uterine bleeding, dysmenorrhea, dyspareunia and abdominal pain. Concomitant products included hydrocodone bitartrate;ibuprofen (vicoprofen) and oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal/bilateral diagnostic laproscopy, bilateral salpingectomy). Essure was removed on 1-dec-2018. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: insertion details: (B)(6) 2016 (discrepancy noted as per mr) removal details: (B)(6) 2018 (discrepancy noted as per mr). The patient's left fallopian tube was brought into view and the essure device was then deployed with two coils trailing into the intrauterine cavity. The patient's right fallopian tube ostium was brought into view and the essure device was deployed with four coils trailing into the intrauterine cavity . Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Concerning the injuries reported in this case, the following ones were reported via medical records- pelvic pain, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information, lot number, other relevant history, concomitant drug added. Event: "I had just tubes done" updated to " pelvic pain" and rcc was updated. New event added- dysmenorrhea, dyspareunia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had just tubes done') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E01915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, uterine bleeding, dysmenorrhea, dyspareunia and abdominal pain. Concomitant products included hydrocodone bitartrate;ibuprofen (vicoprofen) and oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal/bilateral diagnostic laproscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: insertion details: 29nov2016 (discrepancy noted as per mr) removal details: 09nov2018 (discrepancy noted as per mr). The patient's left fallopian tube was brought into view and the essure device was then deployed with two coils trailing into the intrauterine cavity. The patient's right fallopian tube ostium was brought into view and the essure device was deployed with four coils trailing into the intrauterine cavity. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal concerning the injuries reported in this case, the following ones were reported via medical records- pelvic pain, dysmenorrhea, dyspareunia. Batch no e01915 production date 2015-05-26 expiration date 2018-05-28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.